Manufacturer narrative:
Analysis conclusion an scs system going into auto-reducing mode due to a lead pull out issue was reported to abbott. The leads were explanted and replaced to restore therapy. The patient¿s current ipg was connected to the new leads without issue. The results of the investigation are inconclusive as the ipg was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference MFR. Report # 3006705815-2019-01140. Reference MFR. Report # 3006705815-2019-01141.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Reference MFR. Report # 3006705815-2019-01140. Reference MFR. Report # 3006705815-2019-01141. It was reported that surgical intervention was undertaken on (B)(6) 2019 wherein the patient's leads and anchors were replaced, during the procedure it was found that both leads had fractured where the swift lock anchors were placed and that one of the leads had migrated out of the header. Both 3186 leads and the 2 swift lock anchors were removed. Two new 3186 leads were implanted along with two new swift lock anchors. Effective therapy restored. Both leads and ipg were reported for lead pull out since it was unknown which lead pulled out.